Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and a mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and a mesh was implanted concurrently with para vaginal defect repair w/mesh, sacro spinous ligament fixation w/mesh, rectocele w/mesh, cystocele with mesh due to rectocele, cystocele, vaginal defect, prolapse and atrophy.

Manufacturer narrative:
It was reported that following insertion the patient experienced extrusion, infection, urinary problems, recurrence, bleeding and dyspareunia. It was reported that the patient underwent a mesh excision (two pieces) on (B)(6) 2012 due to mesh erosion, extrusion, acute and chronic inflammation. It was reported that the patient underwent a vaginal graft revision on (B)(6) 2014, along with vaginal removal of foreign body and cystoscopy due to mesh erosion/extrusion and retention. It was reported that the patient underwent a dissection of mesh (from left mid-vagina to the pelvic sidewall) on (B)(6) 2014 due to multiple bladder infections, dyspareunia and extrusion of mesh. (B)(4).